Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two proglide sutures were successfully placed and the procedure was completed. Reportedly on knot management, the trimmer did not cut the second suture. The trimmer was difficult to remove from the patient and the suture came out with the trimmer. An additional proglide was used successfully. Hemostasis was achieved with the 1st preplaced suture and the suture placed post procedure. There was no adverse patient sequela ad no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.